Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the crimped stent was kinked. This kink was evident in the third row distal from the proximal edge of the stent. No other issues were noted along the entire length of the device. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that stent damaged occurred. The 7.0mm x20mm x 75cm express ld iliac / biliary stent was selected. However when the box was opened, it was noted that the stent was crushed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that stent damaged occurred. The 7.0mm x20mm x 75cm express® ld iliac / biliary stent was selected. However when the box was opened, it was noted that the stent was crushed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).